Manufacturer narrative:
Batch review performed on 12.03.2021: lot 183192: (B)(4) items manufactured and released on 16-jul-2018. Expiration date: 2023-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly and the surgery was completed successfully. Previously the patient had implanted competitor implants, and on (B)(6) 2021 medacta implants were implanted due to unknown reason.